Event description:
The peritoneal dialysis patient stated she was having trouble bypass due to multiple alarms. The patient discontinued treatment. When the patient opened to cassette door, she identified a leak on the pump module as well as the cassette. The sample was discarded. The patient's effluent was clear and no prophylactic antibiotics were used. The patient finished treatment with manuals.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.